Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for this type of probe damage is operator¿s technique. The device instruction manual contains several warning statements to prevent damage to the probe: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿

Event description:
Olympus was informed that towards the end of a laparoscopic hysterectomy procedure, the probe tip broke off and fell into the patient, and was successfully retrieved. After the probe tip broke off, the procedure was completed with a replacement device. No bleeding, injury or adverse patient event was reported. No other device damage was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide results of device evaluation, correct the lot number. The device was returned for evaluation. The evaluation confirmed the complaint. The evaluation found that the distal tip of the probe had been broken off, and also found that the teflon pad was damaged, exposing metal.